Event description:
The customer reported via phone call that they received a button error alarm. It was also found the customer had issues with their sensors. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer's alarm history also showed a motor error alarm occurred previously. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion test and displacement test. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.